Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that his insulin pump alerted watchdog timeout error. The customer's blood glucose level was unknown at the time of the incident. The customer reported that he changed the battery; however, it kept on making a constant beeping noise. The customer was assisted in troubleshooting for the error and he was able to clear the alarm; however, he stated that the display did not return. The customer was advised to revert to a back up plan. He was also advised to monitor the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constants audio, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify watch dog time out alarm due to blank display.